Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer stated that she over-medicated herself with a bottle of bad insulin. While being hospitalized, the customer was treated for ketones and dehydration. Troubleshooting was performed and during the high pressure test, the customer received a no delivery alarm. The customer changed the reservoir and the tubing and the issue was resolved. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.